Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery the force sensor cable had been severed due to being pinched while robot arm was moving. However the surgeon was able to finish the surgery.

Manufacturer narrative:
The investigation of the complaint has been updated. Initially the investigation found that the root cause is a use error (user vigilance is required to ensure that the cable is not pinched in the joints of the robot arm). While user vigilance is required to avoid pinching of the cable in the robot arm, further investigation has concluded that this issue is linked to the design.

Manufacturer narrative:
Following the investigation, the root cause is a use error (user vigilance is required to ensure that the cable is not pinched in the joints of the robot arm).